Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = patient # and patient # all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased creatinine results for two patients on an architect c4000 analyzer. The following data was provided: patient # initial result was 0.2, repeat was 2.2 mg/dl, patient # initial result was 0.4, repeat was 5.0 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Field b5 - describe event or problem was updated with new patient data provided by the customer. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased creatinine and sodium results on the architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found the mixer, list number 09d59-03 and the tubing, peristaltic head (rohs), part number 7-35009685-02, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant creatinine and sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased creatinine (creat) and sodium (na) results for three patients on an architect c4000 analyzer. The following data was provided (customer¿s creat reference range is 0.57-1.25 mg/dl; na reference range is 133-145 mmol/l): patient #1 initial creatinine result was 0.2, repeat was 2.2 mg/dl. Patient #3 initial creatinine result was 0.4, repeat was 5.0 mg/dl. Sample ID 0108813001 initial sodium result was 119, repeat was 139 mmol/l. There was no impact to patient management reported.